Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 10:45:01. During night drain cycle six, the patient's ultrafiltration reading was 1492ml, indicating the home patient (hp) drained 1492ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning ""if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intra-peritoneal volume (iipv) situation."" The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection of the device was performed which revealed that the cover was cracked at the left handle. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.